Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2017-00006.

Event description:
It was reported that the package label on two rods have information which differs from that on the rods themselves. The rods are marked as 50mm while the package labels state they are 55mm. There was no patient involvement with this event. This is report two of two for this event.

Manufacturer narrative:
The rod was not returned for evaluation; however, a photograph of the package label and device were provided. Investigation into the event utilizing other samples from this lot and a review of the manufacturing records determined that the length of the rod matched the part number etched on the rod, and also matched the part number and description on the package label. However, the length etched on the rod was incorrect; the length was etched as 50mm instead of the actual and correct length of 55mm. The cause is attributed to a manufacturing error during the etching process.